Event description:
Bayer case number: (B)(4) dorsal pain [dorsal pain] , muscle pain [muscle pain] , nocturnal olfactory hallucinations [olfactory hallucination] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("dorsal pain") and myalgia ("muscle pain") in a 51-year-old female patient who had essure inserted (lot no. 915884) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 386 days after essure insertion, she experienced hallucination, olfactory ("nocturnal olfactory hallucinations"). In 2021 she experienced back pain (seriousness criterion hospitalisation) and myalgia (seriousness criterion hospitalisation). The patient was treated with analgesic (trolamine salicylate). At the time of the report, the back pain and myalgia had not resolved. The outcome of hallucination, olfactory was unknown. No causality assessment was received for essure with regard to hallucination, olfactory, back pain or myalgia. The reporter commented: patient¿s current status: these pains do not subside, despite analgesics, appropriate exercise and day hospitalisation in a rehabilitation centre actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.